Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch number for the tubeset involved in this case: 1221934-2015-10073.

Event description:
Acl reconstruction and meniscus repair. The surgeon started the surgery and did the meniscus repair. No complications, but when he was going to start the acl reconstruction he felt that the calf was swollen and very hard. The or staff experienced that approx. 600 ml of fluid stayed in the patient and did not go out through the outflow/portals/shaver suction. The pump did not keep the pressure as usually. The surgeon suspected a risk for compartment syndrome and quit the surgery. No acl reconstruction was performed. The patient was kept in ward for observation. Out flow tubings used at this location: ref (B)(4), lot 242.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch number for the pump involved in this case: 1221934-2015-10073. Not returned.